Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient hadn't had therapeutic benefit since their implant. They were still soaking pads. They had an adjustment done before, but was still disappointed in the results. They also didn't feel the stimulation, noting that they felt it a little, but, at the time of the report, didn't. The therapy was on. They adjusted on program 1 from 1.0 v to 1.6 v and felt stimulation in the correct area. They were going to monitor symptoms since the change was made and would try changing programs and/or follow-up with a healthcare professional if it didn't resolve. Follow-up with the patient and the patient's healthcare provider (hcp) determined that the patient is still having leakage and "uncontrollable diarrhea at times." The patient stated that the lack of therapeutic effect has not been resolved. The patient's healthcare provider indicated that at an office visit on (B)(6) 2016 the patient was having improvement, but was just getting over a uti at the time. The hcp went on to state that the patient's urinary frequency had improved and that the patient was to follow-up with the hcp office as needed. Patient status is unknown at the time of this report. Patient's indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.